Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), a patient underwent a transfemoral transcatheter aortic valve replacement (tavr) in surgical aortic valve (sav) procedure with a 29mm sapien 3 ultra resilia valve inside a pre-existing non-edwards surgical valve in the aortic position. During the procedure, the delivery balloon ruptured during valve deployment. The delivery system would not re-enter the sheath safely. The contralateral (left) side access was obtained and a 16fr sheath placed. Attempts to snare were unsuccessful. The delivery system was cut by the surgeon at the mid-balloon leading to a loss of wire access and the team was still unable to snare the devices. The patient was transferred to the operating room for surgical intervention. As per follow-up with the fcs, the valve was fully implanted in the intended position, and the balloon had a radial burst. A sternal wire cutter was used to remove the balloon cover, and no pre-implant bav was performed. No extra balloon volume was added, and no delivery-system leak was noted, although blood was seen in the syringe. There were no alignment difficulties, and alignment was performed in a straight section. The patient sustained an unspecified injury to the right external iliac/common femoral artery related to withdrawal difficulty. The patient remained stable in the ICU following cutdown and femoral artery repair with a patch.

Manufacturer narrative:
A supplemental MDR is being submitted due to product evaluation findings. Sections b4, d9, g3, g6, h2, h3, h6: type of investigation, investigation findings, investigation conclusions and h11 has been updated. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into these types of events is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The returned device was visually examined and showed a full circumferential radial balloon burst at the proximal shoulder. The guidewire lumen was cut, and the distal portion of the delivery system (including the nose tip, distal balloon, and distal segment of the guidewire lumen) was not returned for evaluation. Partial liner delamination and liner bunching were observed at the sheath tip. Due to the nature of the complaint, no applicable functional or dimensional testing was able to be performed. The complaint was confirmed through visual examination. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause of these events has historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was confirmed based on the returned product evaluation. Available information suggests that patient factors (calcification) likely contributed to the event as reported as moderate calcium was present in the annulus/leaflets. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The complaint for difficulty or inability to withdraw system through sheath was confirmed based on the returned product evaluation. Available information suggests procedural factors (withdrawal of a balloon burst) likely contributed-to the event. As the balloon burst, the altered balloon profile may have made it more susceptible to catching on the distal end of sheath tip, which could have led to the observed withdrawal difficulty. The observed partial liner delamination and liner bunching at the distal sheath tip, together with the cut distal portion of the delivery system, are indicative of device catching and support withdrawal difficulty. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.